Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an unrelated procedure, the atrial lead exhibited high impedance and a capture anomaly. The physician decided to open the pocket. During the procedure, the atrial lead was found to be improperly connected to the device header. The lead was reconnected to the device successfully. The patient was in good condition post procedure.